Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. The customer's blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 414 mg/dl. The customer report insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).